Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmed sensitivity for artifacts on the ventricular canal has been increased. It was further reported that artifacts observed on the rv lead were due to electromagnetic interference. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.